Manufacturer narrative:
Qn#(B)(4). The device is reportedly not available for investigation.

Event description:
3 units of same lot number were showing excessive air bubbling, whilst patients were in ICU. Tubing was clamped above red/blue connector and bubbling still occurred. Drains were swapped with new units and changed via the red/blue connector and bubbling stopped indicating issue with the red/blue connector.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
3 units of same lot number were showing excessive air bubbling, whilst patients were in ICU. Tubing was clamped above red/blue connector and bubbling still occurred. Drains were swapped with new units and changed via the red/blue connector and bubbling stopped indicating issue with the red/blue connector.